Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient reportedly had headache that was not responding to any oral, IV meds or blood patches. Cause of the event was unknown. Cultures taken were negative. Patient outcome was stated as weak, not able to speak following commands. Pump was not to be returned as it was discarded as there were no allegations against the device. The patient's episodes were not believed to be related to the device. Per reporter they removed it as more of a troubleshooting measure than anything else.

Event description:
2013-09-11, (B)(4), patient was recently implanted due to metastatic pancreatic cancer and it was late in his diagnosis. Patient had an experimental type chemo. The implant went fine but the patient went unresponsive a couple of weeks after the implant. At that time they thought the patient had a subdural hemorrhage and it was evacuated; patient had a drain in after that and was recovering; was up walking around, doing well. Patient was asked if he wanted the pump removed and he refused, indicating that it was providing him pain relief. Later (date unspecified), patient went unresponsive again. Patient had a ventriculostomy and a lumbar drain and that made no difference in his condition. It was then determined to explant the pump, even though ¿no one believed that the device was causing this issue¿. At the explant that took place on the day of this report, the pump pocket was very clean the patient was healing very well and there were no signs of infection; however the pump was to be cultured. Per reporter patient was on 5mg/ml of dilaudid which was then diluted to 2.5mg/ml. And was on min rate at the time of explant. Reporter insisted that no one believed that the pump had anything to do with patient¿s condition. Additional information has been requested; a follow-up report will be sent when it becomes available.